Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up, the device had reached end of life (eol) and was unable to be interrogated due to suspected premature battery depletion. The device was explanted and replaced and the patient was stable the resolve the event.

Manufacturer narrative:
Additional information: premature battery depletion and communication failure were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.